Manufacturer narrative:
Follow-up (2/26/2013)-device evaluation: the lay user/patients product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter was found to have a dead/low battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged power issue started on the afternoon of (B)(6) 2012. The patient informed the cca that she is on insulin pump therapy. The patient denied taking any action regarding her usual diabetes management regiment due to the alleged meter power issue. However, the patient claimed she developed symptoms of "upset stomach and bad headache" on the morning of (B)(6) 2012. In response to the symptoms, the patient reported that she treated self with a insulin bolus of 10.75 units. The patient denied testing her blood glucose on any other device. At the time of troubleshooting, the patient informed the cca that she replaced the subject meter's batteries; however, the alleged power issue remained unresolved. Replacement product was sent to the patient. The patient was asked to return the subject products. The patient's reported symptoms do not meet lfs' criteria of a serious injury; however, this complaint is being reported because, the alleged power issue remained unresolved at the time of troubleshooting.